Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the returned device indicated an intermittent failure with the reed switch. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Additional information obtained indicated the patient is deceased and the cause of death was not related to the out of specification finding.